Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the wheel snapped off. There was no report of patient involvement.

Manufacturer narrative:
The customer contacted ge healthcare technical support. Ge healthcare technical support attempted to call the customer back but the customer did not return the call. No further information is available on the resolution of this issue.